Manufacturer narrative:
Unit paired successfully to commercial mobile app. My inpen menu displayed: the following values were dialed and dosed: 4.0u and 2.5 were recorded, 16.0 u dialed and 12.5 u were recorded. The inpen values transmitted were did not matched bolus dialed, problem was isolated to encoder assembly. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No physical damage to injection foot or inpen was noted.

Event description:
The customer's mother reported via phone call that there was an inaccuracy between the dose intended and dose recorded. The dose was less than 1.0 unit of insulin. Customer¿s blood glucose was 290 mg/dl. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.